Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: no complications occurred in operation and patient released without expected complications further medical records were not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: therapy date: unknown; 183008 - femoral component - j6452706; 184790 - patella - 666040; 141231 - tibial tray - j6346106. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. No medical records were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 02133.

Event description:
It was reported the patient underwent a bilateral knee procedure approximately 28 months ago. Subsequently, the patient has experienced issues with the right knee. The patient states she is having buckling of the knee when walking. She is also experiencing her knee locking up and her knee feeling shaky. She stated that at night, the knee locks up so badly that her husband has to pull on the knee to move it into the correct position. Attempts have been made and no further information has been provided.